Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, a tamponade occurred with a pericardial effusion. Paracentesis was performed without success and the patient experienced a cardiac arrhythmia and died. Physician has no allegation against the device or lead in regards to the patient's death. Physician later reported CPR (cardiopulmonary resusitation) was started due to cardiogenic shock due to the narcotic medications and severe ischemic cardiomyopathy. Further reports the echocardiography showed evidence of the pericardial effusion of two to three hundred ml, but no signs of hemodynamic impairment - "no evidence of a cardiac tamponade." Autopsy refused by family, but physician reported the very probable cause of death was the severe ischemic cardiomyopathy in combination with a relatively high dose of a narcotic medication needed during the procedure.

Event description:
It was reported that during the implant procedure attempt, a tamponade occurred with a pericardial effusion. Paracentesis was performed without success and the patient experienced a cardiac arrhythmia and died. Further reported the physician has no allegation against the lead in regards to the patient's death. The cause of death will be requested.